Event description:
It was reported that during a ptca treatment procedure involving a lesion in an unspecified coronary artery, the nc monorail balloon leaked. The percentage of stenosis and calcification of the lesion and the tortuosity factor of the vessel are unknown. The type and size of introducer sheath, guidewire and guide catheter and which inflation device was used are unknown. No patient injuries were reported.